Event description:
It was reported that there were concerns for premature battery depletion (pbd) on this pacemaker. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The physician decided to explant and replace this device. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that there were concerns for premature battery depletion (pbd) on this pacemaker. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The physician decided to explant and replace this device. The device is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns for premature battery depletion (pbd) on this pacemaker. The physician decided to explant and replace this device. The device is expected to return. No additional adverse patient effects were reported.